Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin delivery and then while troubleshooting with customer technical support, the customer was able to resume insulin deliveries. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection.